Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose; she passed out and started sweating while sleeping and was hospitalized on (B)(6) 2015. Blood glucose at the time of admission was 35 mg/dl. Customer discontinued the use of the insulin pump since incident. Reading during the call was 366 mg/dl. Customer was taking protein which made her blood glucose elevate. The insulin pump was replaced due to no delivery alarms and keypad anomaly reported on (B)(6) 2015 and she was assisted with programming the new device.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The additional information has been provided with this report.